Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a patient follow up at the end of (B)(6), the pocket of this implantable cardioverter defibrillator (ICD) was noted to be slightly inflamed but no other issues noted. The patient was seen again a few weeks later and it was noted that the ICD header and right ventricular (rv) and right atrial (ra) leads were exposed out of the pocket. A revision was performed and the ICD was explanted. The ra and rv leads were also attempted to be explanted, but were unable to be removed. The lead were surgically abandoned in the patient. The patient has been hospitalized and since this patient had not received any shock therapy since this device was implanted in 2003, the physician will consult with the patient to consider if they will implant another ICD. No additional adverse patient effects were reported. The device is not expected to be returned.